Manufacturer narrative:
The initial MDR 2432235-2016-00294 was filed on june 03, 2016. Supplemental MDR 2432235-2016-00294 was filed on july 01, 2016. Additional information (08/02/2016): a siemens headquarter support center (hsc) specialist evaluated the event data. While opening the top cover of the instrument, it caught the side cover and dislodged it from the fasteners. This would not happen if the side cover was properly mounted and secured. Hsc was not able to determine the cause of the side panel falling off. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2016-00294 was filed on june 03, 2016. Additional information (06/08/2016): the staff member had five x-rays taken and a physician confirmed the operator has tendonitis and calcification cause by trauma. The recommended treatment was 6 weeks of physiotherapy and possible steroid injections.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer installed a new panel, as the panel which fell cracked when it hit the floor. When the operator lifted the top cover it caused the side panel to shift, unseat, and fall. All fittings holding the panel are in working order. Siemens is investigating this issue.

Event description:
During routine maintenance, an operator opened the top cover of an advia centaur xp instrument, when the side panel fell off and struck another member of staff, causing pain to their shoulder and arm. The staff member was pending an assessment by a general practitioner and a possible x-ray.